Manufacturer narrative:
Findings: pump passed operating current, error test, displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 406 mg/dl possibly due to bent cannulas. The customer treated with a bolus. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.